Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 48x39 mm in diameter and 107 mm in length abdominal aortic aneurysm. The proximal aortic neck is 22 mm in diameter and 32 mm in length. It was reported that the right main body was delivered up to the contralateral side, and cannulation was performed on the left side, and then the contra limb was implanted. By angiography, the physician checked the length of the contralateral side, and as the effective length was 10, an endurant 16-16-124 was chosen. After another manufacturer's device introducer sheath was inserted into the contralateral side, the endurant limb device was delivered through the sheath. By making an angle, the proximal point was aligned with the flow divider, followed by angiography on the contralateral side. After the positioning was confirmed by the physician, the internal and outer branch positions were marked. The device was advanced and delivered, and then the delivery system was removed. Another manufacturer's 12f sheath was inserted into previously implanted sheath on the contralateral side, and then another manufacturer's 1610 was delivered for sealing and deployed after it was aligned with the distal end. At the final angiography after touch-up, the left internal iliac artery was shown with delay, and it was found that the artery was covered by the length of one stent. Patency of the right internal iliac artery was confirmed. The physician attributed the event related to user error caused by not advancing the stent graft further. No other intervention is planned at this time. No additional clinical sequelae were reported and the patient is doing fine.